Event description:
(B)(4). Same patient as MDR ID#: 2134265-2013-02966. It was reported that during a coronary artery stenting treatment procedure, vessel spasm occurred. In (B)(6) 2012, the patient presented due to unstable angina (braunwald classification: iiib) and was diagnosed with non q-wave myocardial infarction. The patient was referred for cardiac catheterization. The de novo target lesion was located in the mid left anterior descending artery (mid lad) with 73% stenosis and was 6mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x12mm ion stent with 0% residual stenosis. During the index procedure, post angiography intravascular ultrasound (ivus) of the mid lad was performed using an icross imaging catheter and a fl3.7 guide catheter. After that the patient had a severe spasm due to the use of the guide catheter and was administered with ic nitroglycerin. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that during the index procedure, the size of the guide catheter used was 6f fl3.5 instead of previously reported fl3.7.

Manufacturer narrative:
Describe event or problem: catheter size corrected from fl3.7 to fl3.5. Brand name corrected from expo guide catheter to runway guide catheter. Common device name corrected from catheter, intravascular, diagnostic to catheter, percutaneous. (B)(4). PMA# or 510k# corrected from k992142 to k033441. (B)(4).